Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a temperature with physical damage issue. The reporter stated that the pump alarmed for a low battery and then the pump was found to be hot. The reporter indicated that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicates a "low battery" warning occurred at 19:20 on (B)(6) 2012 followed by a "replace battery" alarm 23 minutes later. There was no indication of an abnormal drop in battery voltage during these times. Visual inspection revealed a battery compartment crack. There were no signs of corrosion observed in the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete testing. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The complaint could not be confirmed or duplicated during investigation.